Event description:
A peritoneal dialysis (pd) patient stated during drain 1 of 3 of pd treatment that fluid leaked from the bubble area on the drain line. The patient stated it was squirting out and did not see and holes. The patient was connected during the incident. There were no alarms or warnings prior to or after the leak. There was no solution in the cassette module and the back of the cassette was still intact. The patient was assisted with cancelled treatment and re-setting up with new supplies. The patient was advised to keep the tubing set. The patient knew how to performs continuous ambulatory peritoneal dialysis (capd) therapy if needed. Upon follow-up, the patient stated fluid was noted leaking from the pillow of the drain line with the yellow clamp that was leading to the drain bag during drain 1 of 3 of treatment. The patient confirmed what was referenced as "bubble area" was the pillow that allowed for observation of clarity and fibrin. The patient contact stated fluid leaked from that area but was unable to determine exactly where the leak was coming from. Fluid was not discovered in the pump module area or on the external of the cassette. The contact stated treatment was cancelled during drain 1 of 3 of treatment and following the observation of the fluid leak, and the patient was able to complete treatment on the cycler after resetting up with new supplies. No patient adverse effects were experienced, and no medical intervention was required. The sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Upon re-evaluation of the information available in the current file, it was determined that the fluid leak event reported in MFR 8030665-2024-00111 occurred from the patient drain line during patient treatment and is not a reportable event. The patient was not at risk of contamination due to the leak. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2024-00111.

Event description:
A peritoneal dialysis (pd) patient stated during drain 1 of 3 of pd treatment that fluid leaked from the bubble area on the drain line. The patient stated it was squirting out and did not see and holes. The patient was connected during the incident. There were no alarms or warnings prior to or after the leak. There was no solution in the cassette module and the back of the cassette was still intact. The patient was assisted with cancelled treatment and re-setting up with new supplies. The patient was advised to keep the tubing set. The patient knew how to performs continuous ambulatory peritoneal dialysis (capd) therapy if needed. Upon follow-up, the patient stated fluid was noted leaking from the pillow of the drain line with the yellow clamp that was leading to the drain bag during drain 1 of 3 of treatment. The patient confirmed what was referenced as "bubble area" was the pillow that allowed for observation of clarity and fibrin. The patient contact stated fluid leaked from that area but was unable to determine exactly where the leak was coming from. Fluid was not discovered in the pump module area or on the external of the cassette. The contact stated treatment was cancelled during drain 1 of 3 of treatment and following the observation of the fluid leak, and the patient was able to complete treatment on the cycler after resetting up with new supplies. No patient adverse effects were experienced, and no medical intervention was required. The sample was available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient stated during drain 1 of 3 of pd treatment that fluid leaked from the bubble area on the drain line. The patient stated it was squirting out and did not see and holes. The patient was connected during the incident. There were no alarms or warnings prior to or after the leak. There was no solution in the cassette module and the back of the cassette was still intact. The patient was assisted with cancelled treatment and re-setting up with new supplies. The patient was advised to keep the tubing set. The patient knew how to performs continuous ambulatory peritoneal dialysis (capd) therapy if needed. Upon follow-up, the patient stated fluid was noted leaking from the pillow of the drain line with the yellow clamp that was leading to the drain bag during drain 1 of 3 of treatment. The patient confirmed what was referenced as "bubble area" was the pillow that allowed for observation of clarity and fibrin. The patient contact stated fluid leaked from that area but was unable to determine exactly where the leak was coming from. Fluid was not discovered in the pump module area or on the external of the cassette. The contact stated treatment was cancelled during drain 1 of 3 of treatment and following the observation of the fluid leak, and the patient was able to complete treatment on the cycler after resetting up with new supplies. No patient adverse effects were experienced, and no medical intervention was required. The sample was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to date to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.